Event description:
It was reported that a few days before removal for end of the therapy, the catheter power PICC solo showed a leakage of saline from the external part of the catheter. The catheter was then removed and the patient had no consequences. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a few days before removal for end of the therapy, the catheter power PICC solo showed a leakage of saline from the external part of the catheter. The catheter was then removed and the patient had no consequences. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and two splits were observed between the 4cm and 5cm depth markers. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.